Event description:
It was reported that the user experienced a hypoglycemic event after a rewind and partial fill tubing step, followed by a low glucose alert, and was later found slumped over the steering wheel after driving off the road. Symptoms included hypoglycemia with loss of responsiveness. Outcomes included a significant adverse event with functional impairment at the time of discovery. Investigation included review of device logs and outreach to the user for additional information. Investigation of this case revealed that the cause of the hypoglycemia remains unclear, with device activity showing a rewind and a minimal tubing fill prior to a low glucose alert and no device alerts or alarms otherwise. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.